Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument produced erratic differential results on multiple patient samples. Instrument printouts were received, from the customer, for five patient samples which demonstrated high basophil (ba%) results on initial and repeat runs when compared to manual smear results. No erroneous patient results were reported out of the laboratory. No death, serious injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
Specimen was sampled from a 5 ml bd vacutainer tube in the primary mode. Controls were run before and after the incident and were within assay limits. A field service engineer (fse) was dispatched and adjusted stabilyse volume. The fse also verified the instrument's operation with 40 specimens. Per labeling, beckman coulter inc., does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the customer's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.